Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: the black box and alarm history showed multiple consecutive call service alarms. The battery cap was not returned; a test battery cap and the returned cartridge cap were used to complete the investigation. The ¿ez-prime" steps were performed correctly and no call service alarms or any other warnings occurred during the investigation. The product performed within specifications. Product analysis was unable to duplicate the call service alarm complaint. The pump cover was removed for further investigation and no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module. Unrelated to the initial complaint, the display contrast was found to be dim and reddish upon start up. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.